Event description:
It was reported that during an amputation procedure, the brand new enseal g2 device that was dealing with vessels between 5-7mm. The jaws of the device would not close easily and eventually, the blade of the device had bent back and part of the jaw had broken away. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received with the I-blade upper tip fractured and lifted, the upper jaw detached and not returned. Due to the returned condition, functional testing could not be performed. The device was connected to the generator and it was recognized. Because of the condition of the device not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.